Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date the patient's blood glucose reading was at 535 mg/dl with slight nausea and drowsiness. It was reported that the patient self-treated with insulin because health care providers were unavailable at the time. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter and discovered that the pump delivery was suspended since the date before the call. Review of alarm history revealed that there was occlusion or empty cartridge alarms at the time of pump suspension which the patient may have inadvertently suspended the pump instead of acknowledging the alarm. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the pump may have been suspended inadvertently.

Manufacturer narrative:
Follow-up #1 date of submission 06/14/2016-product analysis: the device was returned and evaluated by product analysis on 05/31/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to continued use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.